Event description:
It was reported that the ventilator was on standby for patient use then the power was suddenly lost and the unit did not start up even pressing the power button. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Manufacturer narrative:
The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The manufacturer¿s international service technician found in the ventilator diagnostic logs that the unit did shut down due to loss of power having caused by running out of battery. The ventilator diagnostic logs had a 'low internal battery' error. When the alarm occurs, the remaining operating hours in a battery is for 15 minutes under the established conditions. The manufactures international service technician reported that the loss of power occurred due to running out of battery then the unit shut-down after estimated 15 minutes. The unit was connected to the ac power supply so the power resumed and the unit started up on its own. The service technician performed the test 11 for the battery functional test after charging the battery then confirmed that no abnormality was present. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.